Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices were involved in this single procedure? 5 sutures were affected how the procedure was complete? - surgery completed with devices from different lot was there any adverse consequence associated with the patient? No adverse consequences for patient. Please provide procedure date- surgery date (B)(6) 2020. Status of product return / follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-05386, 2210968-2020-05387, 2210968-2020-05388, 2210968-2020-05389 and 2210968-2020-05390.

Event description:
It was reported that an animal underwent the animal surgery in 2020 and the suture was used. The doctor was applying less traction than normally while placing ligatures. It was reported that on multiple occasions a new thread had to be used due to continuous breaking of the first thread during this surgery.